Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500-520 mg/dl. It was reported that the pump battery could not be charged resulting in the pump shutting down. Bg was addressed via manual insulin injection. Customer reverted to an alternate tandem insulin pump for insulin therapy.